Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2014). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (04/15/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and 4/4/2014, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that his onetouch verio iq meter read inaccurately high compared to his normal readings and two other devices. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2014 at 6:30am he obtained blood glucose readings of ¿16.8 mmol/l¿ with the subject meter and results of ¿10.6 mmol/l¿ with a onetouch ultramini meter and ¿11.0 mmol/l¿ on a onetouch ultrasmart meter, all performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with insulin. In response to the alleged inaccurate high result, the patient reported administering 2 additional units of novorapid insulin (26 units instead of usual 24 units). The patient denied developing symptoms and there was no mention of receiving medical treatment/intervention for a low blood glucose excursion after obtaining the elevated result. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor receive medical treatment for this condition after obtaining the alleged inaccurate high reading with the subject meter. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.